Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "in our maternal child program I have now had a second staff member shocked when the housing of the power supply has come apart on trying to unplug the unit from the wall electrical supply. Our electrician came to our unit to unplug for us and was concerned how easily the units are coming apart as am I with continued high volume usage. The newest power supplies I replaced the first unit with is made differently utilizing screws to hold the product together."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): staff member received electric shock.